Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 259 mg/dl, 71 mg/dl, 65 mg/dl, and 218 mg/dl. No actions taken based on device results. No adverse event reported. The suspect product was not returned to the manufacturer for evaluation.